Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjo hospital equipment (B)(6).

Event description:
The floor lift battery was being charged in the nurses office area, where one of the staff members was overcome from a gas and admitted for treatment.